Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product could not be performed since the lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. It should be noted that instructions for use, gw, hi-torque guide wires for ce FDA states: all hi-torque guide wires are intended to facilitate placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement the guide wire encountered resistance with the tortuous and calcified anatomy. The guide wire was intentionally placed under the vessel wall resulting in the resistance to advance the non-abbott catheter over the guide wire ultimately resulting in the tip separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The tip remains in the patient and the rest of the guide wire was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a tortuous and calcified peripheral lower limb lesion. A high-torque allstar guide wire was advanced to the lesion with resistance from the anatomy. A non-abbott re-entry catheter was advanced over the guide wire to treat the lesion; however, was advanced too far over the wire and met resistance with the guide wire tip. The tip of the guide was subinitimal [intentionally] at the time and was sheered off [separated]. As the tip remained subintimal in the vessel wall, no attempts to retrieve it were performed. The patient was reported to be doing well post procedure. No additional information was provided.